Manufacturer narrative:
Citation: edward koifman. Impact of transfemoral versus transapical access on mortality among patients with severe aortic stenosis undergoing transcatheter aortic valve replacement. Cardiovascular revascularization medicine. 2016; (17) 318¿321. Doi: 10.1016/j.carrev.2016.05.002 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of transfemoral versus transapical access in the mortality of patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2007 and 2014. The study population included 648 patients (predominantly male; mean age 83 years), 136 of which were implanted transfemorally with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: bleeding, ventricular injury, pleural effusion, atrial fibrillation, stroke, complete heart block (chb), permanent pacemaker implant, aortic regurgitation, re-intervention, and surgical hemodynamic support. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.